Event description:
Boston scientific received information that there was noise on the right ventricular rate-sense and shock channels of this implantable cardioverter defibrillator (ICD). It was also noted that there was a slight amount of noise on the atrial channel. The boston scientific field representative believed that the noise was due to electromagnetic interference.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed that the noise appeared to be electromagnetic interference. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Approximately five years later this device was explanted for normal battery depletion (nbd). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.